Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased. The patient experienced bradycardia, cardiac arrest, and could not be resuscitated. The nurse indicated the patient had experienced ventricular tachycardia (vt) at rates of 90-100 beats per minute (bpm) on telemetry which was below the programmed detection zone. Upon review of a post-mortem interrogation, it was indicated that the right ventricular (rv) lead exhibited non-physiologic intervals oversensing, and a lead integrity alert (lia) had triggered due to high-rate non-sustained episodes and elevated sensing integrity counter (sic). It was additionally noted that the r-wave amplitude experienced a decline seven months earlier.